Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reading issue was reported with the adc freestyle libre sensor. A customer emailed adc to report that "the differences in the measurements of 40 and 350 are indisputable" however it is unknown if the reported readings were obtained on the same device. As a result of the reported issue, the customer had contact with a healthcare professional at their home but no additional information was reported as the customer was not willing to provide further information. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reading issue was reported with the adc freestyle libre sensor. A customer emailed adc to report that "the differences in the measurements of 40 and 350 are indisputable" however it is unknown if the reported readings were obtained on the same device. As a result of the reported issue, the customer had contact with a healthcare professional at their home but no additional information was reported as the customer was not willing to provide further information. There was no report of death, serious injury, or mistreatment associated with this event.